Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 march 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the system displayed some temporary mismatch between the sensor readings and the fingerstick measurements during the initial sensor wear. The sensor diagnostics displayed the sensor was settling after insertion (insertion was on (B)(6) 2022). Once the sensor settled after insertion, the system displayed better agreement between the sensor readings and the fingerstick measurements. User wasn't symptomatic, didn't seek medical treatment and didn't take actions to resolve the event as the bg was normal. User was advised to let hcp know of these events. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.